Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood test on her onetouch ultramini meter due to it displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began on (B)(6) 2011 at an unknown time. The patient stated she was managing her diabetes with oral medications at the time and it is unknown what actions, if any, she took regarding her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of feeling "lightheaded and weak" approximately 8 hours later. The patient reported that she went to her doctor on (B)(6) 2011 in the afternoon (time not specified) and a health care professional (hcp) performed a blood glucose test on the hcp meter (unknown type) and received a value of "over 600mg/dl." The patient claimed she was advised by the hcp to "watch foods & drink and referred to her specialist." It is not known what type (if any) medical intervention she received from the hcp. When the patient called lfs at approximately 5 am on (B)(6) 2011 to report the alleged issue, she advised the cca that she felt "tired and was going to go to bed" and disconnected the call. The cca reportedly attempted to call the patient back repeatedly but could not reach her. The cca's supervisor contacted 911 for assistance with the patient. The emergency responder stated they would check on the patient to ensure she was ok. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the batteries did need to be replaced based on the meter's specifications of use. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was tested on an hcp meter and the result received suggested that the patient was severely hyperglycemic and was referred to a specialist for possible treatment/advice after the alleged issue occurred.